Event description:
Additional information: the patient did not undergo intervention and is stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted image confirmed the report of multiple tears in the outer covering of the driveline, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted image captured a tear in the outer silicone jacket adjacent to the terminus of the distal end bend relief. The underlying bionate layer did not reveal any evidence of damage; however, visual inspection through the bionate revealed the underlying wires. This could be due to metal braided shield breakdown at the location of the outer silicone jacket damage. The submitted system controller log file captured the pump appearing to function as intended above the low speed limit with no atypical alarms. No unusual events were noted in the data. The account communicated that no alarms were associated with the event. It was later reported that there were no current plans for intervention. The patient was at home and doing okay. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. This IFU and the heartmate ii lvas patient handbook also contain sections on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years, 4 months. The patient remains on lvad support. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was seen in clinic with multiple tears in outer covering of the percutaneous lead (driveline) and the driveline was twisted. The vad coordinator was able to see wires through the clear bionate coating. The vad team will discuss plan of action. Additional information has been requested but has not been provided.